Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1,100 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline and insulin and oxygen to address the elevated bg. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.